Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) /2019, that on (B)(6) 2019, an adverse event occurred. The patient¿s mother stated that the sensor had failed, and she found the patient passed out in the bathroom. She stated he had been throwing up in the bathroom because he was in severe diabetic ketoacidosis (dka) where his blood sugar was over 800 mg/dl. She stated he was taken to the hospital and was in the ICU on an insulin drip. She stated she took the sensor off from him at the hospital. At the time of contact, the patient was still in the hospital. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.